Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with complaints of dizziness and chest pain. It was determined that the device reached elective replacement indicator (eri) unexpectedly. The device status is unknown. No patient complications have been reported as a result of this event.